Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device showed an error message: the paddles must not be in contact with each other during test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the during the shock test with pallet support, device displayed an error message that pallets must not be in contact with each other. After performing the functional test, the shock test was successful, and no device malfunction was detected. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction.